Event description:
It was reported that the log files captured no external power events. There was no interruption in pump support during this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2022 per timestamp). No external power alarms coincident with a loss of ac power were intermittently active on (B)(6) 2022 from 09:15:34 ¿ 09:41:59. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 10mar2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord, the ac power cord did not come loose at the outlet or from the back of the unit, the mpu was not exchanged/removed from service, and that it was not to be returned for evaluation. There was a previous loss of power event prior to this issue.